Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose exceeded the normal range, as indicated by cgm displaying "high," although specific values were unknown. To address the high blood glucose, the customer administered a correction bolus via the pump and resolved the issue by changing the cartridge and resuming insulin delivery.